Manufacturer narrative:
The reported event was duplicated. Through functional testing no failures were identified. The device was scrapped.

Event description:
The device was sent to stryker instruments for preventive maintenance. During functional testing by a service technician at the manufacturer facility, it was found that the device had intermittent slow breaking. No patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event.

Event description:
The device was sent to stryker instruments for preventive maintenance. During functional testing by a service technician at the manufacturer facility, it was found that the device had intermittent slow breaking. No patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event.